Manufacturer narrative:
Additional information was received noting if the pump was not sent in, it may have been discarded after the case "as usual." Medical safety/clinical review. Medical safety/clinical reviewed the event. A 75-year-old female with unknown medical history presented in cardiogenic shock (scai classification unknown) and was implanted with an impella cp (pump 1) for mechanical circulatory support (mcs). On post-implant day 0, no aortic (ao) placement signal was observed, and the device was replaced with a new impella cp (pump 2). During this support, a loose connection was identified with the automated impella controller (aic) power cable. Multiple electrical outlets were attempted; however, the aic did not charge as expected. However, it was noted that the aic started charging without further issue. While on impella cp pump 2 support, the patient experienced an arrhythmic event requiring brief resuscitation. The patient stabilized thereafter, and echocardiography was performed. The device was repositioned by withdrawing approximately 2 cm. Approximately three days later, elevated motor current and potential hemolysis were noted and closely monitored. Repeat echocardiography suggested the device may have been positioned slightly deep within the ventricle. No repositioning was performed at that time due to the patient¿s hemodynamic instability. Subsequently, the patient was noted to have developed severe multiorgan failure (mof). Care was withdrawn, and the patient expired. The device performance issues associated with impella cp pump 1 (loss of ao placement signal) and the automated impella controller (power cable/charging issue) are being reported as malfunction type of reportable event. These issues are not considered to have contributed to the patient¿s death and were limited to device performance and limited user management concerns. Impella cp pump 2 will be reported as a death type of reportable event. The patient experienced device positioning concerns and an arrhythmic event during support; however, based on available information, the most likely cause of death was severe cardiogenic shock complicated by ¿severe¿ multiorgan failure. Correction. Follow-up 1 report did not reflect the updated component code identified post investigation. As a result, h6. Component code has been updated accordingly. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Investigation summary optical sensor issue: clinical details report the aops was absent after inserting the pump in the body, so the pump was explanted as a result. Data logs were reviewed and there were no abnormalities noted. In imc logs, the pump was connected and the optical sensor was calibrated without issue. Then rt logs show the pump being inserted in the body, based on typical pulsatile pressure measurements. During this entire period, optical signal 5s parameters remained stable at expected values, and there were no psnr alarms. The pump was then explanted and replaced with a new one. Product was not returned for investigation. Based on data log review, there was no problem found in relation to the reported optical sensor issue.

Manufacturer narrative:
Additional information has been provided in b5.

Event description:
A 75-year-old female with unknown medical history presented in cardiogenic shock (scai classification unknown) and was implanted with an impella cp (pump 1) for mechanical circulatory support (mcs). On post-implant day 0, no aortic (ao) placement signal was observed, and the device was replaced with a new impella cp (pump 2). During this support, a loose connection was identified with the automated impella controller (aic) power cable. Multiple electrical outlets were attempted; however, the aic did not charge as expected. However, it was noted that the aic started charging without further issue. While on impella cp pump 2 support, the patient experienced an arrhythmic event requiring brief resuscitation. The patient stabilized thereafter, and echocardiography was performed. The device was repositioned by withdrawing approximately 2 cm. Approximately three days later, elevated motor current and potential hemolysis were noted and closely monitored. Repeat echocardiography suggested the device may have been positioned slightly deep within the ventricle. No repositioning was performed at that time due to the patient¿s hemodynamic instability. Subsequently, the patient was noted to have developed severe multiorgan failure (mof). Care was withdrawn, and the patient expired. The device performance issues associated with impella cp pump 1 (loss of ao placement signal) and the automated impella controller (power cable/charging issue) are being reported as malfunction type of reportable event. These issues are not considered to have contributed to the patient¿s death and were limited to device performance and limited user management concerns. Impella cp pump 2 will be reported as a death type of reportable event. The patient experienced device positioning concerns and an arrhythmic event during support; however, based on available information, the most likely cause of death was severe cardiogenic shock complicated by ¿severe¿ multiorgan failure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. No ao-placement signal after implant of cp smart assist.